Event description:
Healthcare professional (hcp) reported injecting a patient with 2cc of juvéderm voluma® xc in the midface and with 6cc of juvéderm volux¿ xc in the chin. Two days post injections, the patient experienced ¿mild tension and redness which resolved with short course of keflex abx.¿ about five weeks later, the patient experienced ¿small solid moderate tender nodule on chin periosteum with no erythema/drainage reported by patient, treated with hylenex®.¿ one week later, a ¿second chin nodule developed, treated with hylenex® again.¿ another week later, ¿multiple small nodules in submental region, no erythema or overt infxn, 5 day course of prednisone initiated.¿ two days after completion of prednisone, patient reports generalized facial swelling and tenderness, submental swelling/tenderness of lymph nodes noted and augmentin 4g x 14days initiated. Symptoms are ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.